Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header case noted that the device header was slightly lifted off the case and an ra lead was returned in the device header, however was able to be removed with no issues, tool marks were noted on either side of the header around the rv ring and a ring setscrews, some medical adhesive from both sides of the header was noted to have been torn off, a wrench tip was noted to be in the rv ring setscrew. The wrench tip was noted to be broken off flush with the top of the hexslot indicating that the wrench was another manufacturer's wrench. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not confirm any issues with impedance measurements and concluded that the header most likely became loose during the explant procedure as there was physical damage on both sides of the header.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. When attempting to remove the ra lead from the device header, the header separated fromt eh device can. The lead could not be removed from the header, so the lead was cut, the remaining portion was capped and surgically abandoned. The device was explanted. No additional adverse patient effects were reported.